Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and calcification). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis and calcification). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.00mm x 24mm) in a calcified lesion in the mid rca with 90% stenosis but the device could not be deployed in the target lesion when inflated to 10atm. There was no issue with inflation or deflation of the device. The lesion had been pre-dilated (1 time at 12atm). The physician changed to a new device (same model) to complete the procedure. The endeavor resolute device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the distal section of the stent had no evidence of damage. The middle to proximal section of the stent has slight evidence of damage, the 10th proximal segment has stretched and misaligned struts. The remainder of the proximal segments of the stent had no evidence of damage. The balloon was inflated to nominal pressure and to the rated burst pressure, the stent expanded with no issues noted. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).